Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) was warmed up for an hour before it was used. Once it was placed on the patient it stays on "zero calibrating." Ref MFR # 8030229-2015-00039.